Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the insulin pump had a crack at the upper right hand corner of the screen. The customer's blood glucose was 203 mg/dl. The discontinuation of the device was advised. Nothing further was reported.